Event description:
It was reported that the system monitor was frozen.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a frozen screen was not confirmed. The returned system monitor was evaluated. The unit was tested for several hours and the reported event could not be reproduced. Using laboratory equipment, the system was upgraded to the latest software version (7.32), and the unit underwent a full functional test and passed all test steps without reproducing any issues. The unit display was tested and found to operate as intended during testing. The unit¿s old labels were replaced, and the system monitor was returned to the rental pool. A root cause for the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor, vsm-4613, was shipped to the customer on 16jun2014. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). The heartmate power module instructions for use (IFU) cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.